Manufacturer narrative:
Additional information: d4: full UDI provided. H4: manufacturing date provided. H6: the quality investigation is complete.

Event description:
It was reported that after a spinal procedure, it was noted that the surgeon used expired product. The device was stored by the customer in incorrect packaging. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a spinal procedure, it was noted that the surgeon used expired product. The device was stored by the customer in incorrect packaging. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.